Event description:
Non-conductive single use anesthesia breathing circuit was blocked inside with a plastic cap. Unable to fill with air off vent machine. Found while being checked before pt brought into operating brought into operating room.